Event description:
It was reported that pump housing around usb port was damaged, with screws no longer holding surrounding plastic in place, though charging was not affected and caller believed damage resulted from normal wear and tear. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump and was advised to use alternate insulin method if needed, while technical support arranged shipment of replacement pump with updated software.